Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (309-432 mg/dl) and a bolus via the pump was delivered to address the bg level. The customer suspected an illness to have been the cause of the high bg. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site and stated that the bg level was lowering. The customer declined tandem technical support's offer to follow-up to confirm that the high bg was resolved.